Manufacturer narrative:
A complete analysis and testing of four opened and used reservoirs showed three of the four reservoirs failed per inspection due to the transfer guard needles occluded, the remaining reservoir failed per inspection due to the snap-cap was detached from the reservoir barrel.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 305 mg/dl. Customer stated that the air bubbles is in the reservoir. Customer is reporting a past event and is not using the reservoir. Customer was advised can't continue with the troubleshooting. Customer stated she has the reservoir to return for failure analysis and replacement plus 3 more that had the issue with the white cap.